Event description:
It was reported that volume discrepancies had occurred. At two of the patient¿s refills since implant the actual residual volume (arv) was greater than the expected residual volume (erv). At the third refill on (B)(6) 2013, the arv was 39.5 and the erv was 5. At the second refill, the arv was 14 milliliters (ml) and the erv was 4.2 ml. However, the first refill was (B)(6) 2012 and the volumes were equal at 11.1 ml. There was reportedly no therapy or medical problems. This device system delivered prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received corrected that the expected residual volume (erv) at patient¿s second refill was 4.6 ml instead of 4.2 ml as reported previously. It was also reported that there was no motor stall in the event logs.